Event description:
It was reported that the wake button was not working. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method in insulin therapy.